Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2013 and topical skin adhesive was used. When the rn crushed the ampule a shard penetrated through the glass. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Visual examination found a shard penetration.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.